Event description:
Baxter (B)(4) received a report that the clamp was not closed and the liquid leaked at the connector after 27 days using. There was no disinfectant use on the set by patient or doctor. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used set with cap on dark blue connector attached and no cap on patient connector in reference to no shut off. Functionally hand tightened a lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with leak noted while the sleeve was in the closed position. The set was visually inspected and noted that one of the occluder feet was broken. The reported condition was confirmed in the lab for no shut off due to the broken occluder foot. The root cause was undetermined.